Event description:
It was reported that a xience v was implanted in the mildly tortuosity, mildly calcified, 99% stenosed, proximal right coronary artery. A 3.25 x 15 mm voyager nc was advanced for post-dilatation; however, the balloon ruptured during first inflation at 10 atmosphere for 15 seconds. The balloon was changed to a non-abbott device and the procedure was completed without any problem. There was no issue during advancement or removal of the voyage nc from the patient anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: rinato. Guide cath: launcher. Stent: xience v 3.0x15mm. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.